Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 1cm lesion. Reportedly, the patient was diagnosed with post operative biliary leak and the anatomy was not pre dilated. During the procedure, the ampulla was cannulated. Contrast was injected into the common bile duct to confirm the leak. The catheter of the wallflex biliary rx fully covered rmv stent was introduced over a hydrajag guidewire and the physician deployed the stent without issues. However, as soon as the delivery system was removed, the stent slipped into the second part of the duodenum (d2). The fully deployed stent was removed with rat tooth forceps and the procedure was completed with another wallflex biliary rx fully covered rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.